Manufacturer narrative:
The device referenced was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation olympus made multiple follow ups with the user facility to obtain additional information regarding the reported event but no additional information was provided.

Event description:
Olympus received a legal document on june 16, 2016 which alleges that a patient developed a carbapenem-resistant enterobacteriaceae (cre) infection after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure using a tjf-q180v duodenovideoscope in (B)(6) 2014. The legal document also alleges that the duodenovideoscope was reprocessed using a custom ultrasonics system automated endoscope reprocessor.